Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 23:14:03. During night drain cycle six, the patient's ultrafiltration reading was 1299ml, indicating the home patient (hp) drained 1299ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Iipv was confirmed in the event history log review. The cause of the iipv event was determined to be one or more cycles was advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.